Event description:
It was reported that the 9600+ system locked up during a case. The system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep changed the power supply on the mainframe and the tech processor board. The system operates as intended.